Manufacturer narrative:
Our field service engineer performed a 10,000 hour overhaul on the compressor which includes a replacement of the compressor tubings. The compressor then passed all functional and safety tests and was cleared for clinical use. The root cause of the low pressure alarm has not been determined, but most likely there was a leakage in the compressor tubings.

Event description:
It was reported that the compressor generated an alarm for low pressure. Patient involvement is unknown. (B)(4).